Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device. Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause have not been confirmed. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
It has been reported to philips when inserting the battery it gives the error "reinsert the battery to perform a test", after having performed the self-test.